Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if any malfunction code reappeared, which the caller acknowledged and understood.